Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three good faith attempts were made to retrieve the reporter's professional title and occupation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a bad maj-1430 cable is the cause of the intermittent image, since the issue was resolved when using a different maj-1430 cable. However, the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image on the monitor of the evis exera iii video system center was flickering, and the images captured on the provation was intermittently captured as just a black screen. It occurred with two 180-series scopes. The issue was found during an unspecified procedure. There were no reports of patient harm. There was no further information provided by the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the issue was resolved by changing the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.